Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering multiple balloon value leak alarm during fill 1 of 6. The patient reported that after cancelling treatment, a fluid leak was observed in the cassette housing when removing the cassette. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom (balloon valve leak alarm) was not confirmed. Encounter (dl drain line is blocked). A visual inspection of the returned cycler exterior showed no sign of physical damage. System air leak test passed. Valve actuation test failed. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was perform. During setup phase cycle of the treatment, an (dl drain line is blocked) message occurred. Treatment was cancel. The failure was due to the valve # 4 that was not actuating. An internal visual inspection of the returned cycler showed no signs of abnormalities. Passed mushroom head check. Test negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.